Event description:
The day after surgery one of my pupils stood dilated for about 6 months I could not drive nor have bright lights on, I required pilocarpine drops in constrict cv the pupil. I also have horrible dry eyes, I had to get plugs and also developed horrible migraines which I take numerous medicine for. I have constant eye pain, dryness, and horrible migraine headaches; if you had the money I would take them out. I have no social life, I'm in constant pain and the side effects from the medicine is also bad. I have had no relief and wish I never had them. Reason for use: correct vision. FDA safety report ID# (B)(4).